Manufacturer narrative:
Radiographs confirming the event were received. Device appears to be intact and properly aligned, even though the device migrated anteriorly. Plan for revision surgery is unknown. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the condition of the anterior ligament, the degree of spinal instability (the affects of the patient's greater than grade two retrospondylolistesis) or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause of the implant being anterior from intended placement cannot be determined.

Event description:
Patient previous fused l2-s1. Patient underwent a tlif procedure at l1-l2, in (B)(6) 2023. In (B)(6) 2023, radiograph received noted the implant had migrated anteriorly. Revision surgery likely to occur in (B)(6) 2024.